Event description:
It is reported an incorrect tibial articular surface was implanted into a patient in 2007. The patient required a return to the operating room, where the incorrect articular surface was removed and the correct size was implanted. The physician alleges, that there was poor labeling that led to the wrong tibial articulating surface being implanted in the patient. A striped green "g/h" for use with femoral component "g/h" was implanted instead of a striped green "c/d" for use with a femoral component "c/d".

Manufacturer narrative:
Evaluation summary: compatibility charts for lps/lps-flex fixed and lcck clearly show that articular surface color coded as striped green with "femoral component-cd" mark should be used with "c" size femoral implant. It is recommended to first use the alphanumeric marking for selecting the matching implant and the color is just a helpful visual. Incorrect selection of the implant by the user appears to be the cause of the problem. Evaluation: no product was returned. Review of the device history records was also not possible as the product and lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.